Event description:
Tech alleged that the bed will not go into cardio pulmonary resuscitation. No pt impact.

Manufacturer narrative:
The tech found the cardio pulmonary resuscitation worked from the siderail bed controls. The tech raised the head section up and tried the cardio pulmonary resuscitation lever and there was no function. The tech found the cardio pulmonary resuscitation valve was stuck. The tech replaced the cardio pulmonary resuscitation valve to resolve the issue.